Event description:
It was reported that the patient implanted with this tactra malleable penile prosthesis underwent a surgical procedure to remove the device on an unknown date for unspecified reasons. The patient was later reimplanted with a new tactra device. No patient outcome was reported.